Manufacturer narrative:
(B)(4) follow up emdr for device evaluation/correction: correction: initial MDR filed for the incorrect material number. Reported lot code (3087440) verified to be associated with material 383536. Section d4 updated to reflect correct material 383536. Device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 3087440, no deviations or non-conformances related to this issue were identified during the manufacturing process. Based on the available information we are not able to determine a root cause at this time. H3 other text : see manufacturer narrative

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to remove from the vein during use. The following information was provided by the initial reporter: "customer advised they received a report of issue. Customer advised that after the catheter was placed, when trying to remove the needle, it became stuck and then the catheter was accidentally removed from the veteran's vein."

Manufacturer narrative:
D.4. The reported lot# 3087440 was not found for the reported catalog# 383516. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to remove from the vein during use. The following information was provided by the initial reporter: "customer advised they received a report of issue. Customer advised that after the catheter was placed, when trying to remove the needle, it became stuck and then the catheter was accidentally removed from the veteran's vein".